Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. On day 9 there was a pump in aorta alarm. Despite this issue, the pump continued to provide uninterrupted support, and the patient experienced no reported harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for analysis. The data logs show impella position unknown alarms and impella position in aorta alarms soon after implant before placement signal monitoring was disabled. There were no motor current spikes. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.